Manufacturer narrative:
Analysis of external axiem pwr/data was initiated to determine the probable cause of the issue. Analysis found opens at pins 1 and 4 of the usb cable. A electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site's axiem power/communication cable is damaged. There was no patient present when this issue was identified. No additional information was provided.